Event description:
Healthcare professional reported that at implant the valve showed a large coronary ostia. He tried to trim the ostia down with some suture lines and by doing that, the wall of the valve ruptured. He then had to place a patch on the wall of the freestyle valve. The valve was implanted with no reported adverse effects to the pt.